Event description:
Procedure: ileal conduit construction. According to the reporter: the first surgery was performed on apr 30. On may 26, re-operation was performed due to wound disruption. There was no tissue damage, but twenty threads were cut off and they looked like they were torn. Nine out of the twenty threads were retrieved. The threads seemed to be polysorb but have not been identified yet. Operative time was not extended, no additional blood loss and nothing fell into the pt's cavity. The pt's condition is still under observation. The surgical wound expanded over 3cm.

Manufacturer narrative:
(B)(4). (B)(4).